Manufacturer narrative:
It was reported that the patient experienced when ejecting ifs into skin the cannula would insert, but the adhesive would not stick properly on (B)(6) 2026.

Event description:
It was reported that the patient experienced when ejecting ifs into skin the cannula would insert, but the adhesive would not stick properly on (B)(6) 2026.